Event description:
Clinical study: same case as MDR 6000089-2006-00304. It was reported that 169 days after a coronary artery drug eluting stenting treatment procedure the patient expired of unknown cause the index procedure treated two target lesions to help alleviate a myocardial infarction (mi). Target lesion 1 was a 2.5mm vessel diameter. 80% stenosed region of the mid left anterior descending artery (lad). The lesion was a 8.0mm in length and was mildly tortuous. The physician direc stented the lesion with one taxxus express2 8.8% 2.75x16mm drug eluting stent without complication. Residual stenosis was 0% after deployment. Target lesion 2 was a 3.5mm vessel diameter, 70% 10.0mm in length. The physician direct stented the lesion with one taxus express2 8.8% 3.5x16mm drug eluting stent without complication. Residual stenosis was 10% after deployment. The patient was discharged from the hospital 2 days post index procedure receiving asa and plavix. The site reported that the patient expired 169 days post index procedure. The cause of death is unknown at this time.